Event description:
On (B)(6): customer reports via phone that during a urology procedure for a stent placement, the system fluoro failed. Patient was moved to another room, where procedure was completed without further incident. Customer provided no additional patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and found the ups provided by the customer needed batteries replaced. Fse also found the hospitals 480v breaker to the generator needed replaced. Hospitals clinical engineering replaced the ups battery, and the electrical department replaced the 480v circuit breaker. No reason determined for incoming power issue. After the batteries were replaced, fse rebooted the infimed and the screen flashing was resolved. Fse then found the sedecal generator console was blank and replaced the console. Fse checked out the system, performed tube calibration according to sedecal service manual and verified proper operation of the system according to hydravision dr system service checklist (B)(4). System returned to full service by the customer.